Event description:
It was reported that the hospital user opened multiple catheters and these lot# are ref#33618, lot #ngjx4260, ref#33420, lot# ngjz0361, lot#ngjx3010. Per follow up information received via email on 25sep2025, it was reported that the customer received the email 8/14/25 ¿the complaint indicates that a photo sample has been provided therefore a physical sample is not needed.¿ also, excess powder and crumb can¿t be seen now. There was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.